Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
It was reported, the resection electrode exhibited that the tip at the distal end wears out and may burn or melt. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for physical evaluation. Based on the results of the investigation, the event was confirmed and occurred because the loop at the distal end of the electrode was worn out during use and can break, burn, or even melt the event can be prevented by following the instructions for use which state: caution 1: "caution risk of injury to the patient contact between the hf-resection electrode and metal parts, such as other endoscopic equipment, implants or stents can result in sparkover between the hf-resection electrode and the metal part. Always keep a distance of at least 10 mm between the hf-resection electrode and metal parts." Caution 2: "caution risk of injury to the patient use extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. Do not activate the hf-resection electrode while any portion of the hf-resection electrode tip is in contact with another metal object. This can cause uncontrolled heating of the hf-resection electrode and may result in damage and breakage to the hf-resection electrode tip. If excessive heating or physical forces cause damage to the hf-resection electrode tip, broken device fragments may remain in the body, possibly requiring additional surgery for removal." Olympus will continue to monitor field performance for this device.